Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case was dented, one side bail cover was broken, and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator (epg) turned off while connected to a patient. The epg was replaced. During testing, an error appeared. The epg was returned for repair. No patient complications have been reported as a result of this event.